Event description:
It was reported that the surgeon implanted the proceed mesh during a small bowel and hernia repair surgery in 2002, and the patient experienced an unspecified adverse event. No additional information was provided.

Manufacturer narrative:
Conclusion: since there is no product available for evaluation and the product lot number is unknown, the investigation of this complaint is limited and we are unable to draw a conclusion. Should additional information become available, a supplemental 3500a will be submitted accordingly.